Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor sprint over-the-wire (otw) drug-eluting stent. The stent dislodged during use, and was therefore deployed to a lesion proximal to the original intended site. Subsequently, two additional endeavor stents were deployed to the intended site without incident and the procedure was successfully completed. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: no conclusion can be drawn, limited information available. Stent embolism.